Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's "body was rejecting" the pump and the pump began eroding through the skin. The pump was subsequently explanted. It was confirmed there was no pump malfunction.